Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the mobile power unit (mpu) patient cable. A replacement mpu was issued due to trauma to the patient cable. The patient repeatedly pinched the mpu patient cable in their chair lift. Their typical process is to email acelis to bill patient¿s insurance for replacement which is then shipped to their clinic to replace the shelf stock we pulled from. However, acelis was reporting that they cannot bill for a replacement mpu because the patient is still within her first year of equipment warranty. In the past, they've had warranty replacements denied by abbott when the issue was due to patient mishandling of equipment. The mpu was intended to return for evaluation and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate mobile power unit (mpu) patient cable was confirmed during evaluation of the returned mpu. The provided information indicated the patient repeatedly pinched the mpu patient cable in their chair lift. The returned mpu, serial number (B)(6), was visually inspected at the service depot and confirmed multiple small cuts in the outer jacket of the patient cable. Due to the purchase order (po) being denied by the customer, no further troubleshooting was performed. The mpu was labelled ¿not for human use¿ and returned to the customer. Per provided information, the root cause of the superficial damage to the mpu patient cable was determined to be due to user error. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 3 of the IFU, entitled ¿powering the system¿, instructs the patient to not allow the mpu patient cable to come into contact with sharp edges, or become pinched or bent. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu and patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.